Event description:
It was reported that while using the renasys go, there was a leakage and the device failed to trigger the alarm.

Event description:
It was reported that while using the renasys go, there was a leakage and the device failed to trigger the alarm.